Event description:
The user facility reported: ¿masquerading skin grafts.¿ integra lifesciences has requested add¿l info from the user facility.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.